Manufacturer narrative:
B.3. The date received by manufacturer has been used for this field. H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that the bd needle safetyglide 23x1-1/2 rb tw safety mechanism broke. The following information was provided by the initial reporter: material#: 304387, batch#: 4305471. It was reported by customer that two of the incidents involved 1¿ needles with broken caps, which nearly resulted in needle stick injuries. In the third incident, the safety mechanism broke off during engagement. Rcc received a complaint via email. Two of the incidents involved 1¿ needles with broken caps, which nearly resulted in needle stick injuries. In the third incident, the safety mechanism broke off during engagement. I wanted to bring to your attention that we¿ve experienced three separate incidents involving bd safety glide needles just this past week in xx. Two of the incidents involved 1¿ needles with broken caps, which nearly resulted in needle stick injuries. Unfortunately, we only have the lot number for one of these incidents (pictured below). In the third incident, the safety mechanism broke off during engagement. Images of the defective product are attached for reference.

Event description:
No additional information was provided.

Manufacturer narrative:
(B)(4) - supplemental MDR - safety mechanism broke (safetyglide) it was reported that the safety mechanism detached during engagement. As a physical sample was not returned, a comprehensive evaluation could not be conducted. To support the investigation, two photographs were provided and reviewed by the quality team. The first image displays the top web side of the packaging blister, including all relevant product information. The second image shows a loose needle attached to a syringe, with the safety component visibly broken off. A device history record (DHR) review was completed for material number 304387, lot 4305471. The review confirmed that all visual inspections were performed in accordance with established requirements, and no quality notifications were recorded related to the reported condition. The lot was inspected and accepted per the inspection control plan, approved for shipment, and found to be compliant with product specification requirements. Additional dhrs were reviewed for each batch of needles used in the manufacturing of this lot. No documentation indicated the presence of this type of defect throughout the production runs of the associated batches. Based on the photographic evidence, the reported issue has been confirmed. However, due to the absence of a physical sample, a definitive root cause could not be determined. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.